Event description:
According to the complainant, fluorouracil (5fu) leaked out of easypump at filter and onto the patient. The area that was exposed to the chemotherapy was washed with warm, soapy water. The patient was reported as being "okay."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, white precipitation was observed on the patient's skin around the filter. Although the images were received blurry, leakage was seen from the filter inlet port. The reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. While the defect is confirmed, an exact root cause of the leakage could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.